Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that a control solution test performed on her onetouch ultrasmart meter fell outside of the specified control solution range. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began in (B)(6) 2010. On an unspecified date/time, the patient claimed she obtained a control solution reading of "160 mg/dl" with the subject meter, which fell outside of the specified range of "104-138 mg/dl." The cca noted that the patient manages her diabetes with insulin. It is not known if the patient continued to test her blood glucose with the subject meter after the alleged issue started. The patient informed the cca that on an unspecified date/time she felt shaky; however, was unable to confirm if the symptoms began prior to or after the alleged issue began. The patient reported that on the afternoon of (B)(6) 2010 she treated herself with 4.5 units of an unspecified type of insulin. It is not known if the patient administered the insulin as part of her usual diabetes management regimen, in response to a blood glucose reading obtained, or in response to symptoms she may have developed. The patient claimed that morning, prior to treating herself with insulin, she had tested on another device; however, was unable to provide the result obtained on that meter. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing steps when running the control solution test. In addition, when the subject control solution was returned, it was discovered that the patient was using the incorrect control solution for the subject meter. This complaint is being reported because the patient may have developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.